Manufacturer narrative:
(B)(4).

Event description:
It was determined that the signal loss was related to the mobile application. If signal loss is the issue please update product category to reflect transmitter as sensor cannot be the product category for signal loss. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.